Event description:
It was reported in a literature article titled "correlation studies and literature review of medullary artery occlusion after intracranial vertebral artery stenting", a retrospective analysis of 48 patients who received gateway-wingspan stent angioplasty to treat severe stenosis of the intracranial vertebral artery evaluated the results of stenosis remission and perfusion improvement after stent angioplasty and explored the causes of postoperative medullary artery occlusion. Within 24 hours after surgery, 2 patients had aggravated dizziness, vomiting, dysarthria, choking on drinking water, difficulty swallowing, and hiccups. One of the patients received implantation of stents in intracranial vertebral arteries on both sides. After the procedure, the patient experienced nystagmus, horner syndrome on the left side, and pain and temperature sensation disturbances on the left side of the face. The MRI showed acute lateral medullary infarction on the surgical side (both stents were implanted on the left side), and no infarction was observed in the vertebral artery for the distal brain tissue blood supply. These patients had medullary perforating artery occlusion, probably because atherosclerotic plaque in the stenotic area became less stable and displaced under the mechanical action of postoperative saccule and stent. As a result, the medullary artery was blocked. After drug and rehabilitation therapies, the patients¿ symptoms were alleviated. It was not possible to ascertain specific device from the article, or to match these events with previously reported complaints, if any. Therefore, this report addresses both events of postoperative medullary artery occlusion covered within this literature source.

Manufacturer narrative:
This is 2/2 MDR report.

Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that within 24 hours after surgery, 2 patients had aggravated dizziness, vomiting, dysarthria, choking on drinking water, difficulty swallowing, and hiccups. One of the patients received implantation of stents in intracranial vertebral arteries on both sides. After the procedure, the patient experienced nystagmus, horner syndrome on the left side, and pain and temperature sensation disturbances on the left side of the face. The MRI showed acute lateral medullary infarction on the surgical side (both stents were implanted on the left side), and no infarction was observed in the vertebral artery for the distal brain tissue blood supply. These patients had medullary perforating artery occlusion, probably because atherosclerotic plaque in the stenotic area became less stable and displaced under the mechanical action of postoperative saccule and stent. As a result, the medullary artery was blocked. After drug and rehabilitation therapies, the patients¿ symptoms were alleviated. As the risk of the reported events is outlined in the gateway otw dfu, as an anticipated complications associated with these types of procedures, and there is no device related root cause, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported in a literature article titled "correlation studies and literature review of medullary artery occlusion after intracranial vertebral artery stenting", a retrospective analysis of 48 patients who received gateway-wingspan stent angioplasty to treat severe stenosis of the intracranial vertebral artery evaluated the results of stenosis remission and perfusion improvement after stent angioplasty and explored the causes of postoperative medullary artery occlusion. Within 24 hours after surgery, 2 patients had aggravated dizziness, vomiting, dysarthria, choking on drinking water, difficulty swallowing, and hiccups. One of the patients received implantation of stents in intracranial vertebral arteries on both sides. After the procedure, the patient experienced nystagmus, horner syndrome on the left side, and pain and temperature sensation disturbances on the left side of the face. The MRI showed acute lateral medullary infarction on the surgical side (both stents were implanted on the left side), and no infarction was observed in the vertebral artery for the distal brain tissue blood supply. These patients had medullary perforating artery occlusion, probably because atherosclerotic plaque in the stenotic area became less stable and displaced under the mechanical action of postoperative saccule and stent. As a result, the medullary artery was blocked. After drug and rehabilitation therapies, the patients¿ symptoms were alleviated. It was not possible to ascertain specific device from the article, or to match these events with previously reported complaints, if any. Therefore, this report addresses both events of postoperative medullary artery occlusion covered within this literature source.